Event description:
(B)(4). Same case as MDR ID#: 2134265-2014-02905. It was reported that following a coronary artery stenting treatment procedure, the patient expired. In (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. The 1st target lesion was located in the distal left circumflex artery (dist lcx) with 80% stenosis and was 15mm long with a reference vessel diameter of 2.8mm. The target lesion was treated direct placement of a 2.50x16mm ion stent, with 0% residual stenosis following post-dilation. The 2nd target lesion was located in the mid right coronary artery (mid rca) with 85% stenosis and was 20mm long with a reference vessel diameter of 2.6mm. The target lesion was treated pre-dilation and placement of a 2.50x28mm ion stent, with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the site reported the patient expired and the cause of death is unknown. No additional information is available at this time.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).